Event description:
A consumer reports seeing halos at night and seeing streaks of light following intraocular lens (iol) implant surgery in her left eye (os). She reported she saw halos prior to her iol implant surgery but she did not see the streaks of light prior to surgery. She stated she had a retinal tear in her left eye (os) and was treated with laser surgery in early 2008. The iol remains implanted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Additional information was requested on 01/22/2008 by phone and on 01/25/2008 by fax and by mail. A completed questionnaire was received from the surgeon.